Event description:
It is reported that pt was revised due to femoral head and neck recurrent dislocations and brace immobilization (brace broke on approx (B)(6) 2010 and hip dislocated, again, on (B)(6) 2009.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be failed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).